Event description:
Caller states patient tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.68 inr. Based on the meter results, the patient was taken to the hospital. No medical treatment received. The patient's coumadin dose was held that evening based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.